Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years.  The pump is expected to be returned for evaluation. It has not yet been received. However, a portion of the driveline was received for investigation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that driveline fault, pump off, low speed, driveline disconnect alarms were observed while utilizing the power module and batteries. The patient was clinically stable on arrival to the emergency department (ed). X-ray analysis completed by the manufacturer¿s technical services representative revealed a little thinning near the proximal end of the clam shell. Technical service reviewed the log file submitted which captured pump stoppages on (B)(6) 2017. These issues appeared to be occurring on both power module and on batteries. On (B)(6) 2017 the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. There were no additional alarms for approximately one hour. When alarms reoccurred, it was reported that the pump would not immediately restart. In one instance lvad clinician had to palpate the abdomen to restore pump operation. The patient remained clinically stable throughout these events. On (B)(6) 2017, patient received a pump exchange. The patient was discharged on (B)(6)2017 and was doing well. No additional information was provided.

Manufacturer narrative:
The pump was returned assembled with percutaneous lead (lead) cut approximately 8 inches from the pump housing and the severed portion of lead was not returned. Continuity testing was performed on the returned portion of lead and all wires were found to be electrically intact. No shorts or discontinuities were found during electrical continuity testing. The shielding and bionate layers of the lead were removed, and examination of the underlying wires revealed breaches to the insulation of all 6 wires, approximately 7 to 8 inches from the pump housing. The conductors of all of the wires were exposed. The breaches appeared to be the result of abrasion against the metal braided shielding due to repetitive movement of the lead at this location. There was no evidence of mechanical damage such as crushing or pinching. The breaches to the wire insulations could have interrupted pump function as a result of the exposed conductors of any of the wires potentially contacting the metal braided shield and creating an electrical short to ground if the device was supported by the power module. The disruptions in the wire insulations affected all three wire phases and would have also interrupted pump function as a result of a phase to phase short if the exposed conductors from any of the wires made direct contact with each other or simultaneous contact with the metal braided shield if the device was supported by batteries. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.